Manufacturer narrative:
Additional information provided. The customer reported that the system was not generating phacoemulsification (phaco) power intermittently. The case was completed with the same handpiece. There was no patient impact. The company service representative examined the system and was able to confirm the reported event of poor phaco power. The phaco handpiece was found nonconforming. The company service representative recommended that the customer use another phaco handpiece. No further problems were reported after using the new phaco handpiece. The system was manufactured on november 30, 2009. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. There was no sample received. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with no phacoemulsification during a procedure. The procedure was completed. There was no patient harm.